Event description:
After insertion of catheter into pt, rptr was unable to obtain wedge pressure. Catheter was removed. Balloon of catheter appeared to be ruptured. A new catheter was inserted into pt.